Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient¿s cgm reading was 60 mg/dl with arrows going down and was continuing to go lower. The patient did a fingerstick and the bg reading was 230 mg/dl, and the cgm reading was 60 mg/dl. The patient tried to calibrate the device but then experienced a sensor error. The patient started to feel dizzy and tired as the patient¿s ominpod pump was not providing insulin. The patient walked to the nearest hospital. The patient could not remember what medications was given to him but confirmed that these were given intravenously. The patient stayed in the hospital for 1 day. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid calculator. No additional patient or event information is available.